Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained that results for 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh) on a cobas e 801 module do not fit the patient's clinical picture. The ft4 iii were discrepant when compared to the abbott method. The date of event is an approximation as the date of event was unknown. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results and medwatch with patient identifier (B)(6) for information on the tsh results. The e801 module serial number was (B)(4).

Manufacturer narrative:
The sample was received for investigation. No interfering factor was identified. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.